Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed viscoelastic residue on the lens. No major defects were observed in the optic zone. One haptic was observed bent near to the drill hole. The customer's reported complaint was verified, however due the condition of the lens, the complaint could not be related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators conduct a cosmetic inspection to check any defects on the lens haptics like distorted loop, improperly skated loop, rough loop, smashed loop, unrounded tip, etc. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted

Event description:
It was reported that the haptic of an intraocular lens (iol) was bent. No further information was provided.